Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator restarted while on a patient. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the ventilator had restarted while on a patient. The customer informed the remote service engineer (rse) that they had confirmed diagnostic codes 1101 and 3007 in the significant log. The rse advised the customer that if diagnostic code 1101 occurred in conjunction with 3007 then no action is required. It was also reported that biomed was unable to duplicate the issue and ran the unit for a couple of days. It was stated that the customer would reinstall the software as a precaution. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 08dec2025, 15dec2025, and 22dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.